Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump emitted an occlusion alarm and the patient inadvertently primed while attached at the infusion site resulting in the patient requiring medical assistance for low blood glucose. The reporter stated that the pump emitted an occlusion alarm and the patient thought that the site was removed but afterward realized that the site was still attached during the prime step. The patient indicated not thinking clearly at the time of the event. The patient reported that within minutes family members were attempting to revive the patient and emergency services were call. This report is made based on the allegation that the patient experienced hypoglycemia related to use error of failing to disconnect from the infusion site during prime.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: a review of the pump black box showed no evidence of pump occlusion alarms; evidence of loss of cartridge detection was observed in the pump black box on (B)(6) 2013 resulting in an 8 hour insulin delivery interruption. During testing, the pump failed to load the cartridge and the pump was unable to recognize the cartridge. The pump force sensor calibration test found that the force sensor was out of calibration. The pump was opened and corrosion was observed on the force sensor place and the force sensor resistance was outside of specifications. The pump was unable to complete a 24 hour exercise due to the pump being unable to detect the cartridge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.